Event description:
Mdt rep (B)(6), submitted an electronic note thru mstar on (B)(6) 2021. Prs started processing registration on (B)(6) 2021. Enote states "temporary system post infected extraction- do no mail an ID card". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).